Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown and thickening of capsule".

Event description:
Patient reported, right side capsular contracture, baker grade unknown. And thickening of capsule. The device has been explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Upon further review, healthcare professional confirmed capsular contracture, baker grade ii, this event is no longer considered reportable.